Event description:
The manufacturer received information alleging an issue related to a (CPAP) device's sound abatement foam. The patient alleged nasal or throat irritation or soreness. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer reported on this device in MDR 2518422-2022-77451. This report is a duplicate report of MDR 2518422-2022-77451.